Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: 7115741. Product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: 7115590.

Event description:
It was reported that the deep brain stimulation (dbs) clinical study patient experienced mild passive suicidal ideation approximately six weeks following the implant procedure. The neuropsychologist assessed the patient experienced mild anxiety and depression linked to his parkinson's disease, specifically to wearing off periods. The patient was prescribed medication, with planned cognitive behavioral therapy and mindfulness-based treatment. The event was assessed as possibly related to the procedure, and stimulation.

Event description:
It was reported that the deep brain stimulation (dbs) clinical study patient experienced mild passive suicidal ideation approximately six weeks following the implant procedure. The neuropsychologist assessed the patient experienced mild anxiety and depression linked to his parkinsons disease, specifically to wearing off periods. The patient was prescribed medication, with planned cognitive behavioral therapy and mindfulness-based treatment. The event was assessed as possibly related to the procedure, and stimulation. Additional information was received that the patient is being seen every two weeks and is recovering.